Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 01-feb-2023. This spontaneous case was originally reported by a physician and describes the occurrence of pain ("pain in the body/ progressive pain problem") in a female patient who had essure inserted for female sterilisation. Medical conditions: no other concomitant drugs. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pain (seriousness criteria disability and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority swedish medical products agency (reference number: (B)(4)) on 01-feb-2023. The most recent information was received on 07-feb-2023. This spontaneous case was originally reported by a physician and describes the occurrence of pain ("pain in the body/ progressive pain problem") in a female patient who had essure inserted for female sterilisation. Medical conditions: no other concomitant drugs. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pain (seriousness criteria disability and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.